Manufacturer narrative:
The pump passed the displacement, operating currents, self test, off no power, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. All operating currents were within specification. The pump was monitored and no watchdog timeout, external ram crc, unexpected restart, unexpected low battery, constant tone alarms or blank display noted during testing. The pump was received with a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced unexpected restart alarm, program alarm anomaly and external ram crc error. The customer's blood glucose reading was 140 mg/dl. The customer stated that a temporary basal was not programmed before the unexpected restart. The customer stated that the battery was low and the screen was blank. The customer mentioned a high pitch sound. The insulin pump was returned for analysis.